Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was flashing when it was turned on after being in sleep mode. Blood glucose level at the time of the incident was 265 mg/dl. No troubleshooting was performed. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.